Manufacturer narrative:
Added the brand name of the device.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that during a trial procedure, physician was unable to access the epidural space and was not able to implant the lead. The procedure was abandoned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.